Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(4)-2011, device eri <=2.62 v. 1 - patient alert for low battery voltage on (B)(4)-2011. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4)-2010 and (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(4)-2011 03:00:02, device eri <=2.62 v. 1 - patient alert for low battery voltage on (B)(4)-2011 03:00:02. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4)-2010 and (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2011, device eri <=2.62 v. 1 - patient alert for low battery voltage on (B)(6) 2011. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2011. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device did not last as long as expected. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device did not last as long as expected. The device is still in use. No patient complications have been reported as a result of this event. It was additionally reported that the device reached elective replacement indicator. The device was explanted and replaced.

Event description:
It was reported that the device did not last as long as expected. The device is still in use. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted and replaced.